Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further investigation results: given the fact that the cause of the infection cannot be specifically associated to the manufacturing process, and there is not an adverse trend for this type of event no corrective action is deemed necessary at this time. The events of capsular contracture, extrusion, and infection are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii, extrusion, infection.

Event description:
Healthcare professional reported "right side capsular contracture baker grade iii/IV, the right side implant started to extrude, and the right side grew "bacterium." Device was explanted.